Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v526344, implanted: (B)(6) 2010, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3389s-40, lot# v436028, implanted: (B)(6) 2010, product type: lead. Product ID 37092, lot# 255730001, implanted: (B)(6) 2010, product type: accessory. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
A manufacturing representative reported a power on reset (por) error code was displayed and the patient's therapy had stopped. The por was informational. The patient had a sudden return of tremor throughout their body. There were no falls or trauma reported. The manufacturing representative was able to clear the por using the patient programmer and re-establish therapy. Troubleshooting resolved the issue. The cause of the por was not determined and the patient could not recall any reason why it happened or if they were exposed to any sources of electromagnetic interference. The patient's parkinson's disease symptoms were responding well after the therapy was turned back on. The patient's indication for use is parkinson's dual.